Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual disorder. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal burning sensation, vaginal itching, leukorrhea, arthritis and thyroid disorder. In 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced autoimmune thyroiditis ("non-specific autoimmune disorder: hashimoto's disease"), fatigue ("fatigue"), irritable bowel syndrome ("gi conditions/gastrointestinal or digestive system condition type: ibs,"), alopecia ("hair loss") and constipation ("gastrointestinal or digestive system condition type: constipation"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced depression ("psychological injury/ psychological or psychiatric problems condition: depression,"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy: hypersensitivity"), rash ("rash/ skin condition"), skin disorder ("rash/ skin condition"), genital haemorrhage ("genital bleeding"), neck pain ("neck pain") and arthralgia ("joint pain"). The patient was treated with surgery (ablation and surgery for essure removal, (B)(6) 2012 -additional surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, metrorrhagia, hypersensitivity, rash, skin disorder, depression, fatigue, irritable bowel syndrome, alopecia, migraine, constipation and vaginal haemorrhage had resolved, the genital haemorrhage outcome was unknown and the neck pain and arthralgia was resolving. The reporter considered alopecia, arthralgia, autoimmune thyroiditis, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, neck pain, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, menorrhagia, metrorrhagia, allergic reaction, autoimmune disorder, fatigue, gi conditions, hair loss, migraine. Plaintiff underwent additional surgeries on (B)(6) 2012. Tubal ligation. Discrepancy noted: date(s) of insertion: 2008, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Impression: the fallopian tubes have been successfully blocked. Imaging procedure - on (B)(6) 2010: confirmation test(s) (unspecified)results: bilateral occlusion. Pathology test - on (B)(6) 2012: final diagnosis: endometrium, biopsy: benign secretory phase endometrium, day 27-28 no hyperplasia is identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs+mr received. New events: abnormal bleeding (general), gastrointestinal or digestive system condition type: ibs, constipation, joint pain, neck pain were added. Psych injury updated to psychological or psychiatric problems condition: depression, autoimmune disorder updated to hoshimotos disease. Outcome for events added. New reporters , plaintiffs information added. Concomitant conditions and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and autoimmune disorder ('non-specific autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy: hypersensitivity"), rash ("rash/ skin condition"), skin disorder ("rash/ skin condition"), psychological trauma ("psychological injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (surgery for essure removal, (B)(6) 2012 -additional surgeries). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, hypersensitivity, rash, skin disorder, fatigue, gastrointestinal disorder, alopecia and migraine had resolved and the psychological trauma outcome was unknown. The reporter considered alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, rash and skin disorder to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, menorrhagia, metrorrhagia, allergic reaction, autoimmune disorder, fatigue, gi conditions, hair loss, migraine. Plaintiff underwent additional surgeries on (B)(6) 2012. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: confirmation test(s) (unspecified)results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: patient demography added. Previously added "injury" was replaced with "pelvic pain". New events "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, allergy: hypersensitivity, rash/ skin condition, non-specific autoimmune disorder, fatigue, gi conditions, hair loss, migraine" were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.